Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. Two days later, the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 132.0 mmol/l; repeats gave 141 meq per l and 142.0 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 133.0 mmol/l; repeats gave 141 meq/l and 139.0 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 131.0 mmol/l; repeats gave 139 meq/l and 138 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 130.0 mmol/l; repeats gave 139 meq/l and 139.0 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 130.0 mmol/l; repeats gave 142 meq/l and 140 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 133.0 mmol/l; repeats gave 141 meq/l and 140.0 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 131.0 mmol/l; repeats gave 139 meq/l and 138 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 132.0 mmol/l; repeats gave 140 meq/l and 144.0 mmol/l. No erroneous results were reported.

Event description:
User received low sodium results for 10 patient samples. Nine of the ten patient samples were sent out to a reference lab for comparison testing which occurred in 2009. One sample could not be sent out due to insufficient sample volume. In 2009 the same patient samples were repeated a second time, using initial methodology. The following patient data was provided: initial result gave 133.0 mmol/l; repeats gave 141 meq/l and 140.0 mmol/l. No erroneous results were reported.

Manufacturer narrative:
Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.

Manufacturer narrative:
No erroneous results were reported. Customer performed electrode service and ran calibration, controls and precision for sodium which are fine. Customer no longer requesting field service dispatch as the electrode service appears to have resolved the issue.